Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment on the liberty select cycler. During the call the patient reported they had peritonitis. Upon follow up, the pdrn stated the patient came into the clinic and was found to be constipated which was causing the drain complications. The pdrn additionally stated the patient¿s peritonitis was resolved. The date of diagnosis was not reported. The cause of the patient¿s peritonitis was not reported. The patient completed an unknown course of antibiotics. The pdrn stated the peritonitis was unrelated to the liberty select cycler or other fresenius product(s). The pdrn declined to provide further information regarding the peritonitis event. The patient is continuing pd therapy utilizing the liberty select cycler without issue. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.